Event description:
The facility biomed received a set of internal paddles where the red rubber shock button membrane had a small tear along one edge. It was reported that the set of paddle handles had been through eight cleaning cycles. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control is anticipating the paddles return to the mfg facility for further analysis/investigation on the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.